Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl due to under delivery. Customer¿s states that after changing infusion set blood glucose was 189 mg/dl and customer treated blood glucose by injections. Troubleshoot was performed for high blood glucose. Insulin pump will not be return for analysis.